Event description:
It was reported that a vns pt was experiencing light cramps in the neck on the left side during vns stimulation. The vns settings were lowered, and the pt was feeling some relief of the symptoms. An additional report was received that the muscle cramps continued to occur and were getting worse. The cramps were still present without vns therapy stimulation. The pt received a botox injection, and the muscle cramps have now resolved.